Manufacturer narrative:
Investigation summary: the customer facility did not provide a photo or sample to aid in our quality engineer¿s investigation. With the lack of a sample, bd was unable to observe the failure mode. Five retained samples were tested. All retained samples passed needle tip puncture force, catheter lubrication force and catheter puncture force tests. At the same time, the leakage test of the retained sample under system pressure is qualified. A review of the device history record revealed no irregularities during the manufacture of the reported lot. A possible root cause could not be determined at this time.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage during use. The following information was provided by the initial reporter: at 8:25 am on september 12, during the intravenous puncture and catheterization of the patient, the skin resistance was very strong when the needle was inserted, and the needle was too blunt, so that the puncture failed. The second puncture was successful, and the heparin cap leakage was found, and the blood was still leaking from the heparin cap. After tension, the blood was still leaking, and the heparin cap was replaced.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage during use. The following information was provided by the initial reporter: at 8:25 am on (B)(6) during the intravenous puncture and catheterization of the patient, the skin resistance was very strong when the needle was inserted, and the needle was too blunt, so that the puncture failed. The second puncture was successful, and the heparin cap leakage was found, and the blood was still leaking from the heparin cap. After tension, the blood was still leaking, and the heparin cap was replaced.

Manufacturer narrative:
Investigation summary: the customer facility did not provide a photo or sample to aid in our quality engineer¿s investigation. With the lack of a sample, bd was unable to observe the failure mode. Master production records were not reviewed as a lot number was not provided. Bd will continue to track and trend for this failure mode. A possible root cause could not be determined at this time.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage during use. The following information was provided by the initial reporter: at 8:25 am on september 12, during the intravenous puncture and catheterization of the patient, the skin resistance was very strong when the needle was inserted, and the needle was too blunt, so that the puncture failed. The second puncture was successful, and the heparin cap leakage was found, and the blood was still leaking from the heparin cap. After tension, the blood was still leaking, and the heparin cap was replaced.

Event description:
It was reported that the intima-ii y 24gax0.75in prn/ec slm experienced leakage during use. The following information was provided by the initial reporter: at 8:25 am on september 12, during the intravenous puncture and catheterization of the patient, the skin resistance was very strong when the needle was inserted, and the needle was too blunt, so that the puncture failed. The second puncture was successful, and the heparin cap leakage was found, and the blood was still leaking from the heparin cap. After tension, the blood was still leaking, and the heparin cap was replaced.

Manufacturer narrative:
The following information has been updated: medical device expiration date: 2022-05-07 . Medical device lot #: 9077844. Device manufacture date: 2019-03-18.